Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the reading on the onetouch ping meter is not automatically being input into the pump for a bolus insulin dose to be dispensed. The alleged issue is suggestive of a communication issue between the subject meter and the insulin pump. This complaint is being reported due to the alleged product issue. However, there is no allegation of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.